Event description:
It was reported that patient suffered from light maceration during use.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no sample requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint.